Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had received a no delivery alarm and blank display. The customer¿s blood glucose level was 314 mg/dl at the time of the incident. Customer stated that to insert the new battery and display was returned. Customer received the no delivery because of no insulin and the reservoir needed to be changed also because the insulin pump was replaced. Troubleshoot was performed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. No blank display noted. Device was received with normal operating currents and passed self-test, unexpected restart error test. No unexpected off no power, low battery, battery out limit and failed battery test alarms during testing. Also, device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery or low reservoir alarms noted during testing. Device had broken battery tube threads. (B)(4).